Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "intracapsular rupture" and "cyst" via MRI and "discomfort." Device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ breast pain: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted.